Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. The insulin pump had a recurring insulin flow blocked alarm. Customer was assisted with troubleshooting. Customer stated that they had tried all remedies for insulin flow block alarm. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.